Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a proximal type I endoleak. In 2007, a gore excluder aaa endoprosthesis aortic extender component was implanted and the proximal type I endoleak was successfully repaired. It was reported that there was remodeling of the pt's aorta near the proximal implantation site and that the physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak.